Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low sensing was observed on the right ventricular (rv) channel. The rv lead was explanted and replaced. During the replacement procedure, damage of the rv lead was observed. The patient was stable with no adverse consequences.